Event description:
Consumer apparantly received dental implants mfg from referenced co. Pt claims that sureons and the co are not fully disclosing the true failure rate they are seeing in their "additional" studies and that pt personally has experienced serious pain and discomfort from their implants. Pt states there are other methods that can be used that are cheaper and more successful but that these are not promoted.